Event description:
Hardware problem related to use of ECG telemetry with dash monitor in combo mode. Overheating due to high network traffic can cause one of several symptoms, most notably and clinically significant is a distortion of the ECG waveform (vertical or horizontal compression). 4-5 recent reports of seeing this problem in patient care areas. Ge action-pending. Replacement board identified and in production but with long lead times of 4 months for ethernet controller board.======================manufacturer response for monitor, physiological, dash (per site reporter).